Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high; cause was not known. A correction bolus was delivered to address bg. Reportedly, the cartridge was used beyond labelling. Caller was advised to replace supplies as necessary and resume insulin.